Event description:
It was reported that the following issue was observed on the device: ¿broken.¿ additional notes provided by the facility¿s clinical engineering support services include: ¿the downstream pressure sensor was out of the proper voltage range, so I replaced both the upstream and the downstream pressure sensors. The display is starting to go, it has segments that are so dim they are almost missing, but I can't fix it right now because we have no display boards. The problem is not bad enough to hold the unit back until we get the right boards, so I am sending it back. I recalibrated the unit, and ran it through all of its pm tests, with no further issues.¿ reported problem cause description: "mechanical - electrical.¿ there was no reported patient involvement. Although additional information and product return have been previously requested, the customer provided a general statement that ¿no further information will be provided, including patient demographics and no products will be returned.¿

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No product will be returned.